Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as a touch contamination. On the same day, the patient was hospitalized for this event. Treatment for this event was fortum (1g, intraperitoneally, once a day, duration not reported) and vancomycin (1 g, intraperitoneally, two times a week, duration not reported). Peritoneal dialysis therapy is ongoing. The patient has been retrained on aseptic technique. At the time of this report, the patient is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient¿s date of birth was not reported; however, the patient was reported to be born in 1956. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.